Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was explanted because they had pain at the ins site and they were not getting good relief. It was unknown if any diagnostics or troubleshooting was performed. It was reported that the patient was going to try an intrathecal pump instead. The patient status was reported as ¿alive ¿ no injury¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.